Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep reloaded the software and checked the power supply on the c-arm. He observed the system workstation lock up. He replaced the power supply. The system operates as intended.

Event description:
The customer reported that the system locked-up while the doctor was using the foot switch. Also, the image became grainy.